Event description:
The pump was returned for service. During service, pump head mechanism b under-delivered during the pre-accuracy test.

Manufacturer narrative:
During service, pump head mechanism b under-delivered during the pre-accuracy test. Baxter service replaced pump head mechanism b. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA, which was initiated on july 28, 2005.